Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During investigation, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad. The battery cap threads were damaged/stripped. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap and case were damaged. This report is made based on results of investigation completed on (B)(6) 2018.